Event description:
It was reported that the right ventricular (rv) lead had high thresholds. The rv lead was capped and a new rv lead implanted. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.